Event description:
It was reported that a pericardial effusion (tamponade) had occurred due to perforation of the left atrial appendage (laa) with ez steer thermocool nav during mapping with carto 3. The physician relates the event to the difficulty in mapping and the manipulation of the catheter rather than the quality of the catheter or the mapping system. At this time, no additional patient info is available. Blood was removed from the pericardia bag with a syringe with the help of the echo system. All bwi devices used during the procedure were discarded. According to the customer: "the patient had a full recovery in 2 days and was discharged from the facility. The event was procedure related."

Manufacturer narrative:
No product will be returned to bwi per the user facility. If the product is returned to bwi in the future, an analysis will be performed and a 3500 supplemental report will be submitted to the FDA. (B) (4).